Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. No blank display during testing. No damage found on the lcd isolation tape noted during testing. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted during testing. The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer also reported that they received no delivery alarm. The customer's blood glucose was 119 mg/dl at the time of incident. The customer stated that the no delivery alarm was recurring. The customer was unable to troubleshoot at the time of call. The insulin pump will be returned for analysis.